Event description:
Pt reported alleged "pain, and tubing disconnected from port," and "inadequate weight loss associated with the lap-band system". The device was found to have an alleged "disconnected tubing when the doctor performed a CT scan". Replacement surgery is not scheduled at this time. The serial number of the device and the return of the device to allergan for product analysis, if the device is being explanted, have been requested from the surgeon however follow up results are pending at this time.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and inadequate weight loss (weight fluctuations) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling address the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss as also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Record as of december 2000, clinical study, 299 pts total)."